Manufacturer narrative:
FDA UDI ¿ (B)(4) testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 225711 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 225711 and test base part number 195-430wjr / lot 223210. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 225711 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to the specific patient sample. H3 other text : single-use: device discarded.

Event description:
The consumer reported a false negative result with a binaxnow covid-19 antigen self-test on (B)(6) 2023 on a nasal sample. Consumer tested with an unknown brand of covid-19 tests (platform unknown) over the past two weeks and positive results were generated. Consumer performed a binaxnow covid-19 antigen self-test on (B)(6) 2023 and generated a positive result. It is unknown if confirmation testing was performed. Although requested, no additional patient information, including treatment and outcome, was provided.